Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported she notices that the tubing connection to her headset is not able to be secured well because of a defect with the connector at the infusion site and tubing. Patient alleges a possible leak. Patient was able to change the infusion site and tubing. No adverse event reported. Requested return of the alleged infusion set for evaluation.